Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic ventral hernia repair procedure on (B)(6) 2016 and the barbed suture was used. During the procedure, the barbed suture broke mid closure while approximating the fascial defect. Another like suture was used securing tab at opposite end, sutured to the middle where the strand broke. Tail was overlapped and secured. There were no patient consequences reported. No further information is available.